Event description:
It was reported that the patient was in the emergency department (ed) with heart rate that was not regular and below pacing lower rate (lr). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead x2, implanted: (B)(6) 2012. (B)(4).